Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant on an unknown date and experienced unknown symptoms. It is unknown if a revision surgery has taken place or is in discussion. The patient is currently being monitored.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. Since no dates were provided, this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).